Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted bilateral nipple sparing mastectomy with tissue implant reconstruction, the patient developed a seroma in the right breast. Drainage on the(B)(6) 2022 visit appeared "slightly murky." The cause of the operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted bilateral nipple sparing mastectomy with tissue implant reconstruction as part of a clinical investigation (clinical ide study: a prospective, multicenter investigation of the da vinci® xi¿ surgical system in nipple sparing mastectomy (nsm) procedures), the patient developed a seroma in the right breast. The event occurred after the initial robotic procedure on (B)(6) 2022 when fluid retention was noted to have begun after the removal of the final right breast drain on (B)(6) 2022. The patient notified the plastics reconstruction team on (B)(6) 2022 and was seen the same day for drainage. 55ml of fluid was aspirated during this visit. The patient was seen again on (B)(6) 2022 for further aspiration as the seroma had accumulated more fluid over the weekend. The patient returned on (B)(6) 2022 for further aspirations. Drainage on the (B)(6) 2022 visit appeared "slightly murky". The reconstruction surgeon prescribed antibiotic ointment bactrim. No cultures of the aspirate were taken. The robotic surgeon examined the patient on post-op day 42 follow-up visit on(B)(6) 2022. No additional action was taken. The patient has been scheduled for second stage reconstructive surgery on (B)(6) 2022 where the surgical team will determine if there is an infection. The patient underwent a second stage reconstructive surgery on (B)(6) 2022 where the surgical team performed a bilateral implant exchange and extensive capsulotomy of bilateral breasts. Blood loss was noted to be minimal and one jackson-pratt drain was placed. Anaerobic, aerobic, and fungal swab cultures were taken from the right breast. The routine (aerobic) culture resulted in the presence of enterobacter cloacae complex. Anaerobic and fungal cultures were negative for organisms.

Manufacturer narrative:
Post-operatively, the patient had required seroma aspiration three times. At the (B)(6) 2022 plastic surgery clinic appointment, the right breast showed slight erythema on the medial lower pole and slightly murky fluid was drained. On (B)(6) 2022, the patient underwent bilateral implant exchange with extensive capsulotomy of bilateral breasts, cultures found enterobacter cloacae complex and the patient was started on a 10-day course of oral sulfamethoxazole-trimethoprim. No signs of infection or seroma were noted during plastic surgery follow-up appointments.

Event description:
Refer to h10/h11 for follow-up information.